Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported experiencing a blood glucose reading of 28 mg/dl this morning. Troubleshooting was performed, and the customer noticed that there was a bolus of 4.0 units at 1:41 am in the bolus history that she did not program. All other programming was correct. Advised that the insulin pump would be replaced due to the bolus that she felt she did not program. Nothing further was reported.